Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure to treat stress urinary incontinence, uterine prolapsed, grade 3 cystocele, hypermobility of urethra and an obturator sling was implanted. Concomitantly the patient underwent a vaginal hysterectomy with colporrhaphy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other issues. It was further reported that the patient underwent the following procedures: (B)(6) 2010: removal of mesh and repair of urethral incision for mesh erosion- this was done at implanting facility, due to urethral erosion of midureteral sling and chronic left lower quadrant pain. On (B)(6) 2010: additional removal of mesh and grafted sling implant . On (B)(6) 2011: interstim implant due to urinary incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urgency and urinary tract infection.